Manufacturer narrative:
The competitor microcatheter was the only component received back for evaluation. The investigation of the returned microcatheter found no sign of implant inside the microcatheter under x-ray. The investigation is unable to determine the cause of the reported complaint due to the missing components.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached during positioning. The coil implant was removed with a snare device. There was no reported patient injury.